Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Event description:
It was reported that the unspecifed bd infusion set had flow issues. The following information was provided by the initial reporter: during infusion, rn noticed both channel a & b infusing but channel b was on delay and should not have been dripping, the saline bag was empty. This rn changed the saline bag and seen it dripping in the chamber immediately while on delay. This is administration of a chemo medication, so the bag of chemo is placed on a primary line and the saline flush is placed on short set tubing. The bags are hung at same level. The short set tubing is loaded into the second channel and then connected directly below the pump at the y-site. The flush is programmed on a delay until it is time to administer.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.